Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp was prepped and ready to be placed but the purge cassette failed. The impella insertion was aborted, and a new cp set was opened.

Manufacturer narrative:
The investigation into the purge cassette failure has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the priming issue was not determined since product was not returned.